Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was not feeling well with symptoms of "no energy", "could hardly breathe", "back pain" and went to the emergency room. The patient reported that the device "stopped" and was "not working". At the physician's office, the device was found to be at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event. It was additionally reported that the patient was experiencing "fluttering". The right ventricular lead impedance was noted to be gradually increasing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was not feeling well with symptoms of "no energy", "could hardly breathe", "back pain" and went to the emergency room. The patient reported that the device "stopped" and was "not working". At the physician's office, the device was found to be at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.